Event description:
Customer's wife reported blood glucose results of 218 mg/dl, 139 mg/dl, 72 mg/dl, 138 mg/dl within 10 minutes on the aviva system. Reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.